Manufacturer narrative:
Follow-up #1: date of submission 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: during investigation, a review of the alarm history showed a call service cs088 alarm. The battery compartment and cap were undamaged and able to fit securely. The pump was powered on with auditory and vibration to a blank screen. Further testing was not able to be performed due to the blank display. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board. Investigation revealed that the slave processor failure had occurred.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted communication alarms with the cartridge in use. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.